Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the overlay tubing of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician went to flush the left ventricular (lv) lead and the proximal portion of lead near the connector pin filled with saline and remained inflated. An insulation defect is suspected. The lead was removed and a new lead was utilized without incident. No patient complications have been reported as a result of this event.